Event description:
It was reported to philips that fluoroscopy failure occurred during diagnostic procedure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Generator adjusted; follow-up planned. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).